Event description:
Event description guidant received information that during the implant procedure, this right ventricular lead was attempted and removed due to high impedance measurements. No adverse patient effects were reported.